Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had moderate calcium and poor vessels. The anatomy was very tortuous with calcified iliac arteries. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant a dissection was noted in the femoral artery. A cutdown was performed to repair the dissection. The patient status was stable. The physician believed the dissection was due to the patient anatomy.

Manufacturer narrative:
An event of perivalvular leak (pvl) and dissection of the femoral artery was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pvl could not be conclusively determined. The reported dissection of the femoral artery appears to be related to patient anatomy (moderate calcium, poor vessels, and tortuous anatomy). The reported surgical intervention was a result of case-specific circumstances as a cutdown was performed to repair the dissection. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had moderate calcium and poor vessels. The anatomy was very tortuous with calcified iliac arteries. Pre-dilation was performed. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant the patient had a moderate perivalvular leak (pvl), and a dissection was noted in the femoral artery. A cutdown was performed to repair the dissection. The patient status was stable. The physician believed the dissection was due to the patient anatomy.